Event description:
Information received indicates the right siderail is not latching due to a bent latch plate.

Manufacturer narrative:
The technician replaced the latch plate to repair the stretcher.